Event description:
It was reported that the surgeon noticed a scratch on the preloaded intraocular lens (iol) after it was implanted in the right eye. The lens was removed and replaced with another johnson and johnson iol (same model and diopter). There was no patient injury. An incision enlargement was required. The patient is doing fine. The product was discarded. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code 4625 and health effect - clinical code 4581 are to capture incision enlargement. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.